Event description:
It was reported that stent dislodgement occurred which resulted in surgical intervention. The patient presented with arteriosclerosis. The 75% stenosed target lesion was located in the severely tortuous and severely calcified common iliac artery. From right puncture to cross over 5fr non-boston scientific (bsc) sheath lumen 2.12mm and 0.035inch 260cm non-bsc guidewire angle was used. First, treatment of left superficial femora artery (sfa) was performed: after crossing guidewire, 2mm, 4mm, 5mm and after poba, two 6mmx 40mm and 6mmx 80mm eluvia stents were placed. Then moved to a left external iliac artery (eia) (peripheral stent) procedure on the way back. The patient originally had a stent implanted in the left eia and a stenosis in its peripheral. The patient also had a stent implanted in the right eia. A 7.0 x 40 x 75cm express ld vascular stent was inserted into the sheath. Again, a resistance was felt as it was brought into the sheath. At this time, the tip of the 5082 non-bsc sheath only went to the stent edge (in front) where the eia had been placed. Since the lesion was at periphery of the stent where it was originally placed, the express ld was attempted to be brought in, but it could not cross through the lesion. The balloon of the express ld came off, and only the stent dropped out occurred. The half of the stent was outside the sheath and half was inside the sheath. The left eia was abandoned, and the sheath was pulled back to the right eia to retrieve the stent. An attempt was made to insert the entire stent into the sheath, but the stent did not move at all and did not enter the sheath and an attempt was made to expand the express ld by placing a sterling 7mm/20mm along the guidewire, but it slipped and could not be expanded. The sheath and stent were then attempted to be removed together, but only the sheath was removed. About 10 mm of the express ld vascular stent remained in the artery, and the other half of the express ld remained outside the vessel at the entrance of the sheath. Subsequently, the patient was moved from the catheter lab to the operating room, where a cut-down procedure was performed to recover the remaining stent. The patient left the operating room at rest. No further patient complications were reported.